Manufacturer narrative:
Device analysis shows a device failure. Device analysis report is attached. This report is submitted on march 29, 2022.

Manufacturer narrative:
It has now been reported that the device was explanted on (B)(6) 2021. It is unknown if the patient was re-implanted with another device. This report is submitted on oct 11, 2021.

Manufacturer narrative:
This report is submitted on september 7, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved.